Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, the tubing separated from the y-site. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The customer indicated the device was discarded.